Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps took too long to turn on. It was further reported that this resulted in multiple patients "crashing" (interpreted as cardia arrest). There was no information provided regarding patient outcome. No further information is available.